Manufacturer narrative:
(B)(4). Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found that the vacuum pump was causing the reported error code. To correct the issue, the vacuum pump was replaced. Performed function test, control module service test client and electrical safety test. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the equipment was sent for repair because, a l3-006 error often occurs. It was not noted if the issue occurred during a breast biopsy procedure. There were no adverse pt consequences reported. There was no add'l info provided. The equipment will be returned to the international service center.